Event description:
It was reported that the pt had no more access to sound after a program on the audio processor was changed. After changing the processor, there was still no hearing with the implant. Reimplantation with an electric acoustic stimulation (eas) cochlear implant is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.